Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 18aug2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from a stroke outside of the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2019. The cause of death is unknown. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 18 aug 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Additional information was requested but not provided.